Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2015 with the following findings: review of the black box data revealed that the user was not confirming pump alarms for days or weeks at a time (black box data records from (B)(6) 2014 ¿ (B)(6) 2015). The unconfirmed alarms caused the batteries to discharge, ultimately leading to power on reset events. On examination, the battery compartment was intact without damage. On investigation, the pump was exercised for 24 hours without any interruption in power occurring. Investigation did not duplicate an intermittent power issue. The pump was opened for further investigation and did not reveal any evidence of damage, defect of contamination of the pumps interior components.